Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
During surgery for scoliosis at th2-12, one of the blocker broke into two pieces while final tightening before reaching 12nm. The surgeon tried to remove the broken blocker, however, it was not possible. The surgeon closed the pt. The surgeon requested us the info how to remove the broken blocker especially in such long construct. It is not feasible to cut the rod and remove the blocker together with the screw and the rod. The surgeon also requested to investigate the possible cause as much as possible. The surgeon refused the x-ray since the x-ray cannot show the blocker's breakage. The broken blocker is not available since it is implanted in the pt.